Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that guidewire had failed to be pulled out from the novel lead and attempts to remove the guidewire from the lead had caused damage to the lead. The lead was not used, and a new lead was implanted. The patient was in stable condition.

Manufacturer narrative:
The reported events of ¿guide wire cannot be pulled out¿ and ¿the lead was damaged¿ were confirmed. As received, a complete lead was returned. Guide wire/ stylet used in the field was not returned with the lead. X-ray examination of the lead found the outer and inner coils was stretched along the lead consistent with procedural damage. Unable to perform guidewire/ stylet insertion test due to the stretched outer and inner coils. The cause of the reported event was due to the stretched outer and inner coils consistent with procedural damage.